Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one full recapture of the closure device, the was kinked. The procedure was not completed due to this event as the closure device did not meet release criteria. No patient complications were noted.